Event description:
Asr revision. Asr hip resurfacing system - left. Reason(s) for revision: metallosis.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr hip resurfacing system - left; reason(s) for revision: metallosis.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 14 october 2015: this is the first of 2 revisions, cup left in situ. Revision date amended back to (B)(6) 2012. Second revision where cup was removed is (B)(6) 2012 and is detailed on (B)(4). Reasons for this revision is simply metallosis, not cup loosening. The cup loosened after this revision. Taken from marquitz legal claim 17 august 2014 and picked up in review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr hip resurfacing system - left. Reason(s) for revision: metallosis. Update received 10th march 2014. Hospital name amended. New fields completed. Update 22 july - taken from (B)(6) database report. Manufacturing dates originally stated as after implant date. Changed implant date to correct date ((B)(6) 2007) from scf.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 19 august 2015: updated to legal. Updated to bilateral. See (B)(4) for right hip (not revised). Amended revision date to (B)(6) 2012 and added metal ions and cup loosening to reasons for revision (see pg.9, par.2 of (B)(6) asr legal claim). Added expiry dates for products. Added patient name and gender.